Event description:
It was reported that during the procedure, despite having previously requested that reduction forceps for the dhs system always be provided, they were not available. There were equipment failures: the t-piece was defective and would not slide to allow the guide to be attached, and the trs motor malfunctioned; it lacked power despite the battery being fully charged. These issues caused frustration for the doctor and led to delays, though the procedure was ultimately completed successfully by forcing the motor to operate without the t-piece.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.